Manufacturer narrative:
Review of applicable device history records did not identify any events that are likely to have contributed to infection. Infection is a known and inherent risk to surgical procedures. Migration of the implanted components is also a known and inherent risk to the nalu system. No other indications of system or device failure or malfunction are noted.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 the physician performed surgical procedure to move the implantable pulse generator (ipg). The ipg had migrated within the pocket, causing communication with the external therapy discs to be difficult. During the procedure the ipg was damaged and had to be replaced. The replacement ipg was placed in a different location to encourage stability of the device with the patient anatomy. During the surgical procedure on (B)(6) 2023 nalu also became aware of a history of the patient experiencing a dehiscence of the surgical wound, accompanied by infection at that site. Physician reported wound irrigation and prescription antibiotics. Date of the wound irrigation is unknown.